Event description:
Patient was admitted with heart failure. Re-operation was performed which revealed thrombus on the valve. The valve was explanted.

Manufacturer narrative:
The valve was received in the st. Jude medical heart valve div. Fer analysis laboratory in a st. Jude medical product return kit, submerged in a small amount of brown liquid. The sewing cuff was brownish-gray in color, contained several blue sutures, and exhibited a whitish tissue on the inflow and outflow rims of the orifice. One leaflet opened and closed normally, while the other leaflet displayed a small amount of resistance. A granular substance, appearing to be dried blood, was observed on the carbon surfaces of the valve. The valve was chemically sterilized and forwarded to dr. And independent pathologist at the st. Paul heart & lung center, for gross morphological examination dr. Stated that at the time of his examination the whitish tissue observed on the sewing cuff and orifice rims was due to healing reactions of some duration with only slight overgrowth of fibrous pannus into the valve annulus. The tissue on the sewing cuff was mature fibrous tissue (collagen), with a small layer of elastic tissue, suggesting the material was part of the endocardium. The thrombotic material removed from the recessed pivot area associated with the resistant leaflet was granular, amorphous, nonspecific material with no specific staining reactions, no cells nor nuclei, and no organisms. Dr. Noted that the leaflet which displayed a small amount of resistance to movement contained some thrombotic material in one of the associated recessed pivot areas. This material was brown, soft, thrombus-like material which was quite friable, suggesting it was of recent origin. After removal of this tissue, the leaflet moved with less resistance. The valve was then cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and the orifice were found to be unremarkable. The valve was then disassembled for performing testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation remain